Manufacturer narrative:
Actual device reported in complaint has not been received. Retains from this lot are being evaluated. When investigation is complete, a follow up with the results will be submitted. P/n 340-4128 is currently under recall # z-1444-2011, however, the reported lot is not included in this recall.

Event description:
A complaint was received that sets from lot cf1029504 are causing air in line alarms. There was no patient injury.